Manufacturer narrative:
Repeats were done on the same instrument. No patient demographics provided. Service was dispatched. Beckman coulter field service engineer (fse) reported the cause was the combination failure of the reference valve and the buffer valve. Fse replaced the valves and issue was resolved.

Event description:
The customer reported the au680 chemistry analyzer had erroneous high ion selective electrode (ise) results. Customer reported the issue was intermittent. The initial ise results were high but upon repeat, they were acceptable. The erroneous results were not reported out of the lab. There was no change in patient treatment. All ise control recoveries for the day of the event was within the lab established ranges.